Event description:
After the completion of a ptca procedure on the circumflex artery, the patient became unstable during an intracoronary ultrasound that was being performed. It was perceived at that time that the guidewire had perforated the distal part of the coronary artery resulting in cardiac tamponade. The patient was sent for a coronary bypass surgery. It was later reported by the cardiac surgeon that there was not a dissection, but the patient actually suffered from a ventricular perforation. This was most likely caused by an acute myocardial infarction which the patient experienced 2-3 days prior. Further consultation with the cardiologist indicated that the wire did not contribute to the serious injury. However, this event is being reported based on co's analysis of the device. As of this filing the patient remains hospitalized.